Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable was unable to charge the pump battery. Customer changed the usb cable and battery was charged. Customer's blood glucose was 258 mg/dl.